Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. Sepsis reaction due to contaminated platelet product. Incident found in online newspaper article by (B)(4) employee on (B)(6) 2008. Per news article, sepsis reaction was not fatal. After further investigation by (B)(4) quality, it was confirmed that the platelet product came from the (B)(6), where only (B)(4) products are used to collect platelets. This report is being filed due to the potential for serious injury from contaminated platelet product.

Manufacturer narrative:
(B)(4). This set was not available for a specific root cause analysis, corrective and preventative actions by qa. The investigation involved the review of all mfg and sterilization batch records for the lot number (08p1118) of the disposable involved. This review concluded that this lot was mfg to spec and was sterilized using the correct specified protocols. From the analysis of the complaint database for this lot no similar occurrences have been reported, nor any failure of the disposable lot that could explain the reported occurrence. At present there is no indication that the device caused or contributed to the event. No other similar events for this lot number have been reported to date. There are no emerging trends relating to this issue. Trends are regularly monitored to determine appropriate future preventative and corrective actions. Conclusion: bacterial contamination can occur at any point along the process of collecting and transfusing a blood product (donor prep, phlebotomy techniques, improper storage, etc.). Methods that may assist in preventing bacterial contamination include proper cleansing process and phlebotomy technique, diversion of at least the first 10 ml of donor blood, and in relation to platelet collection, use of single-donor apheresis platelet. No conclusion can be drawn as to the source of the contamination of the platelet product.